Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's multi-function cable was "arcing." The customer was unable to provide any additional information. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll medical (B)(4); the ac power cord was removed and returned. The malfunction was duplicated and attributed to a faulty ac power cord. The cable was scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device's ac cable was "arcing." The customer was unable to provide any additional information. Complainant did not indicate that there was any patient involvement in the reported malfunction.